Event description:
The customer reported that they were in the hospital for his blood glucose levels. The current blood glucose readings were 64 mg/dl. It was also stated that the customer had a broken belt-clip and would like to have it replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.